Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 40-45 mg/dl. Low bg cause was not known. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.